Event description:
It was reported that during an unk procedure, the jaw of the instrument was difficult to open. The device was replaced and the case completed with no pt consequence.

Manufacturer narrative:
The ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. In addition, it was hard to open due to white shroud interference with yoke.